Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Reviewing the electrogram, implantable cardioverter defibrillator showed post paced t-wave due to non sustained right ventricular oversensing. The device was reprogrammed to resolve the issue. No patient symptoms were reported.